Manufacturer narrative:
H3: analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. Analysis of the lead (s/n (B)(6)) found that all conductors were broken 17.4 cm from the distal end. Analysis of the lead (s/n (B)(6)) found that conductor 8 was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted:(B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4),implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient originally alleged that both their leads were broken but when asked about the broken leads the patient said that they didn't know they were broken but an x-ray showed that the leads were really kinked- they went one way and turned around and then went another way like someone pinched them. The patient had recently received a notification from their healthcare provider that a lead revision was going to be performed. Prior to discovering that the leads were kinked, a representative told them that one side wasn't working. The patient was reprogrammed so that they would get stimulation from their right leg into their left leg because one wasn't working and the representative told them to try that. This didn't work because the one leg stimulation had to be so high to get into the other leg that they couldn't handle it. Charging the ins always took the patient 6 hours but the last 3-4 weeks charging had only been taking 2-3 hours. The patient thought something was wrong with the ins because it was using only half the power but the representative told them that one side wasn't working so it made sense to the patient that it would take less time to charge. No further complication's reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. Supplemental to update (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the leads were cut during the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient told them the therapy was going great. The patient got a temperature symbol during a four hour recharge session that then went away after cooling and they were able to finish charging normally. The battery was checked and impedances were run. It was found that electrodes 8, 9, 11, 12, 13 and 14 were all greater than 10000 ohms. It was noted that two of the three programs were using electrodes that were out of range so the patient was reprogrammed. The patient stated that it felt like it normally does and the issue was resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s 8 through 15 lead had greater than 10 ,000 impedances on all contacts the 0 through 7 lead had greater than 10,000 on one electrode. It was reported that the patient didn't remember a specific incident that would have contributed to the reported issue, but they did indicate that they work in road construction as a profession. Both leads were explanted and replaced to resolve the issue. It was indicated that after the healthcare provider (hcp) explanted the leads the doctor noticed that the 8-15 lead was broken and frayed. The fracture in the wire was about two inches below the anchor. The issue was resolved at the time of the report. It was indicated that the leads would be returned for analysis. It was reported that the event occurred in (B)(6) 2019 and the replacement occurred on (B)(6) 2019. No further complications were reported/anticipated.